Event description:
It was reported that the pad of a femoral impactor instrument fractured. No patient impact or adverse events have been reported as a result of the malfunction. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified signs of repeated use (nicked/gouged/worn) and the device was found to be fractured. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event was due wear and tear from repeated use over time. The device has a potential field of over ten (10) years and exhibits signs of repeated use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.